Manufacturer narrative:
The reported event that a cannulated low compression screw autofix ø2.0 x 22mm got stripped during surgery could be confirmed. Based on investigation, the root cause was attributed to be user related. The most likely cause is that the surgeon put two screws in contact. The collision led to thread detachment and following breakage. Autofix operative technique warns about this possibility and explicitly states not to put two screws in contact. The manufacturer is not responsible for any complications arising from incorrect operating techniques. Other possible root causes are: the integrity of the screw had not been verified prior to use. The screw has been used more than once. Previous stresses created non-visible damages which led to implant breakage during surgery. The package of the screw was damaged and the device has been used anyway. The damage of the package compromised the implant integrity and led to implant breakage during surgery. The device inspection revealed the following: the screw resulted broken at its thread. The customer returned a metal fiber as well, in line with the reported event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon went to fuse a dip joint with 2.0mm autofix compression screw, length 22mm. When the tip of screw passed the dip joint it started to completely unravel. Surgeon had to remove body of screw, then go into the joint to remove piece of screw that broke off. Replaced with a 2.0mm, 26mm autofix compression screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon went to fuse a dip joint with 2.0mm autofix compression screw, length 22mm. When the tip of screw passed the dip joint it started to completely unravel. Surgeon had to remove body of screw, then go into the joint to remove piece of screw that broke off. Replaced with a 2.0mm, 26mm autofix compression screw.